Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, reporting inaccurate blood glucose (bg) reading between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. There was no reported injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).